Event description:
The patient developed diffuse lamellar keratitis in both eyes after a lasik procedure. One flap was lifted and irrigated. The pt was treated with topical steriods and antibiotics and has recovered with no further problems.